Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2002; explant date (B)(6) 2024 brand name ; product ID 8578 (lot: n264329009); product type: 0184-catheter; implant date (B)(6) 2010; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (25.0mg/ml at 5mg dose) via an implantable pump. The indications for use was unknown. It was reported that the patient was experiencing a loss of therapy and withdrawal symptoms. When at a refill appointment, the patient stated that they were getting back more medication than what the pump stating was left in the reservoir. Surgical intervention occurred. The catheter was severed at the spine. Some was left in the intrathecal space and the rest was explanted. A new catheter was implanted. The issue was resolved at the time of the report.

Manufacturer narrative:
H3. Pli 10: visual inspection identified a break in the catheter. Visual inspection of the catheter body identified a hole. Pli 20: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.